Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional . G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: adverse event problem ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior physical visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the investigation window does not reflect the alleged device. No injury or medical intervention was reported.